Manufacturer narrative:
Concomitants: (B)(6) - 02-010-01-0230 - lgc femoral ps cem left sz 3, (B)(6) - 02-012-43-3020 - lgc tibia rbktray cem sz 3f/ 2t, (B)(6) - 00-02-32 - three peg patella 32mm, (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, 2031017019 - (B)(6) - gps implant kit v2. The revision reported was likely the result of tibial insert prosthesis wear. Additional reasons for the reported revision may be patella prosthesis wear, patient related conditions or any combination of these possibilities. However, the patella wear could not be confirmed from the provided information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6.5 years post op initial left tka, this patient was revised due to poly delamination and patella/poly wear. The patient was revised to a size 3, 11mm tibial insert. Patient was last known to be in stable condition following the event.